Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2016-01835) the patient developed an infection at the ipg and lead site. Symptoms were swelling, drainage, and pain at the area. It was unknown and was not confirmed as to the source of the infection however, it was believed that the patient was a high risk for infection due to other health issues. The patient underwent a procedure wherein the physician washed the wound and the midline incision site. The physician did not know if the infection was device, procedure or patient related. The patient would be monitored by the physician with antibiotics and was doing well.